Event description:
Our rep is reporting to us that during an arthroscopic shoulder repair with the use of a healix anchor for fixation, the anchor broke upon inserting. At this point, for whatever reason, the surgeon chose to go open to complete the repair by using another healix anchor in the same bone hole to fixate. The procedure was completed successfully without further issue. This added approx 30 mins onto the procedure time; the rep states that the surgeon used proper technique in prepping the bone hole, awled and tapped; the complaint device was discarded at the user facility.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.